Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 02:13:13. During night drain cycle five, the patient drained 3245ml with a maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the event. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Upon conclusion of the investigation, the cause of the issue was determined to be use error, the tidal total ultrafiltration (uf) removal being set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.